Manufacturer narrative:
Additional info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported, a surgeon had a case where the phaco tip occluded causing a posterior capsular tear (pc tear). The pt was scheduled to return for a vitrectomy. Additional info has been requested.